Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-14313. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 during which one lead (3189) was repositioned and the second lead (3186) was explanted. Therapy was restored post-surgery.